Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was interrogated and revealed a shorter than expected longevity. Premature battery depletion was suspected. Technical support was contacted and recommended reprogramming to optimize the remaining longevity. A device exchange is expected in the future but no intervention has been performed at this time. The patient was stable and will continue to be monitored.